Event description:
A malfunction was reported on the customer's pump, identified as malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and advised the customer to reach out if the problem recurred. The customer acknowledged and understood the instructions.